Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a cystectomy / ileal conduit procedure. The first and second firings were successful. After the third firing was completed, the surgeon removed the device from the tissue. However, the jaws were articulated on their own. The surgeon tried to return the jaws to the straight position, however, the device did not react. Replaced by a competitor's device and the procedure was completed. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.